Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 777 mg/dl. Customer was hospitalized due to non-ketotic hyperglycemia. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, it was found that insulin pump was set for pm instead of am. It was also found that insulin pump received excessive spanish anomaly alarms, signal too low alarms and unexpected restart alarms. Customer was wearing insulin pump at the time of hospitalization. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, and delivery accuracy tests. No external ram crc, unexpected restart or displayable history crc alarms were noted during testing. However, a displayable history crc alarm was found in the alarm history file due to a corrupted history file. The pump was programmed with multiple boluses and was monitored. All boluses delivered properly and were listed in the bolus history screen. The pump then was programmed with multiple basal profiles and was monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No delivery anomaly, bolus anomaly or basal anomaly were noted during testing. The pump was received with minor scratches on the lcd window and a scratched reservoir tube window.